Event description:
It was reported that the patient presented to the clinic for routine follow up. Several episode diagnosed as vf occurred. Noise was observed on the rv lead. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.